Event description:
According to the reporter, the device's energy select level won't go above 50 joules.

Manufacturer narrative:
The biomed swapped out the device's paddles set with known good paddles and observed proper operation. The biomed evaluated the swapped out standard paddles assembly and observed a loose connection inside. Physio-control supplied the biomed with parts information for repair/replacement.